Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted and blood/body fluid in the helix housing. Resistance and pressure tests were completed to assess the lead's electrical and inner insulation integrity. Measurements throughout these tests were normal. The helix functionality could not be tested due to the dried blood/body fluid.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to high out-of-range impedances and helix issues. The lead was removed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to high out-of-range impedances and helix issues. The lead was removed. No adverse patient effects were reported.